Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the cubie that was not recognized its position by the system. A technical support specialist found that case was opened in error. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie that was not recognized its position by the system. The customer reported that users were unable to remove medications. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.